Manufacturer narrative:
Concomitant medical products: 10mm articular surface catalog 00595204010, lot unknown; nexgen all poly patella catalog 00597206535, lot unknown; nexgen precoat tibial stem catalog unknown, lot unknown. This report is number 1 of 2 MDR's filed for the same event (reference 0001822565-2017-01126 / 1822565-2017-01127).

Event description:
Patient underwent a right knee revision procedure approximately two years post implantation due to instability.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the manufacture site was not correctly reported initially. This report will be voided and the event will be reported on 3007963827-2017-00208.